Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to customer's blood glucose level. Customer was instructed to reset the device, and will follow up if issue persist.